Event description:
(B)(6) 2017 (she not sure of the actual date), she was using her scooter to take her dog for a walk when the scooter accelerated into the rabbit setting and she was unable to stop the scooter. She states that she went into the road into traffic and almost got hit by the cars. She also states that she was unable to stop the scooter and had to fall off of it. The customer related an extensive history of back surgeries and the potential for a future surgery. It is not clear if this surgery is related to the incident. She is requesting to return the scooter.

Manufacturer narrative:
2/26/2018: freerider USA provided the contact information to insurance company-great american to investigate the case. Claim # (B)(4). 3/7/2018: insurance adjuster- (B)(6) called freerider USA and wrote email said client decided not to make a claim. Also, the client didn't go to hospital when the incident happened. However, freerider USA called the customer and freerider USA need to arrange settlement on the paper to ensure both our rights. Client denied. 3/7/2018: freerider USA called the insurance adjuster that client denied to have settlement and client would like to make a claim to freerider USA. Insurance adjuster contact the client again.

Event description:
Last spring/summer 2017 (she not sure of the actual date), she was using her scooter to take her dog for a walk when the scooter accelerated into the rabbit setting and she was unable to stop the scooter. She states that she went into the road into traffic and almost got hit by the cars. She also states that she was unable to stop the scooter and had to fall off of it. The customer related an extensive history of back surgeries and the potential for a future surgery. It is not clear if this surgery is related to the incident. She is requesting to return the scooter.

Manufacturer narrative:
4/18/2018 the insurance company have settled with customer. This scooter's function is normal, so this event is consumption dispute not product problem.

Event description:
Last spring/summer 2017 (she not sure of the actual date), she was using her scooter to take her dog for a walk when the scooter accelerated into the rabbit setting and she was unable to stop the scooter. She states that she went into the road into traffic and almost got hit by the cars. She also states that she was unable to stop the scooter and had to fall off of it. The customer related an extensive history of back surgeries and the potential for a future surgery. It is not clear if this surgery is related to the incident. She is requesting to return the scooter.

Manufacturer narrative:
The insurance company have settled with customer. This scooter's function is normal, so this event is consumption dispute not product problem.

Event description:
Last spring/summer 2017 (she not sure of the actual date), she was using her scooter to take her dog for a walk when the scooter accelerated into the rabbit setting and she was unable to stop the scooter. She states that she went into the road into traffic and almost got hit by the cars. She also states that she was unable to stop the scooter and had to fall off of it. The customer related an extensive history of back surgeries and the potential for a future surgery. It is not clear if this surgery is related to the incident. She is requesting to return the scooter.